Manufacturer narrative:
Citation: santos-ferreira d, et al. Clinical valve thrombosis post-transcatheter aortic valve implantation with hypoattenuating leaf let thickening in computed tomography: anticoagulation is the answer. Eur heart j case rep. 2021 aug 4;5(8):ytab318. Doi: 10.1093/ehjcr/ytab318. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) female patient who had a 29 mm medtronic evolut pro transcatheter valve (unique device identifier number not provided) implanted valve-in-valve in a stenotic aortic homograft. The patient had developed worsening left ventricular (lv) systolic dysfunction, with a left ventricular ejection fraction (lvef) of 29%, before the valve-in-valve procedure. After evolut pro implant, a cardiac resynchronization therapy defibrillator was implanted because lv dysfunction persisted (lvef of 31%) and left bundle branch block. Approximately three to four years later, the patient presented to the emergency room in acute pulmonary edema. Following admission, the patient responded well to medical therapy, which included non-invasive ventilation for 24 hours. Transthoracic and transesophageal echocardiography revealed evolut pro dysfunction with leaflet thickening and an increased mean gradient of 38 mmhg and a lvef of 26%. Leaflet lesions were further evaluated using cardiac computed tomography, which showed evolut pro dysfunction with extensive hypoattenuating leaflet thickening compatible with thrombosis, despite having been treated with aspirin since valve implant. Subsequently, warfarin was started, which resolved the leaflet lesions and reduced the mean gradient to 11 mmhg after seven weeks of therapy. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the corresponding physician/author provided the patient's weight and the device serial number. Accordingly, the following MDR sections/fields were updated: a4. Weight in lbs d4. Expiration date, serial #, unique identifier (UDI) # h4. Device mfg date a search of the medtronic global complaint handling database with the provided unique device identifier serial number found no pre-existing complaint files for these observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.